Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implant procedure, the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and replaced after allowing seventy-two hours to flush out all of the infection.  No further patient complications have been reported as a result of this event.